Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Four representative samples, sealed with the appropriate p ackaging, were received for evaluation. The evaluation found no potentially contributing factors. It was reported that there was a release of a ligature on a side branch of the bypass vein. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: l-20, l-20 polysorb* 4-0 vio 6x45cm pct x24 (lot#d5f3113y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a femoropopliteal vein bypass (femoral neck ¿ popliteal iii) for popliteal artery aneurysm vascular procedure, there was a release of a ligature on a side branch of the bypass vein and the patient bled acutely. It was noted that two sutures were used. Emergency revision with oversewing of a previously ligated side branch of the venous bypass was done to resolve the issue.